Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had unknown high blood glucose levels. The customer's blood glucose level at the time of the report was 340 mg/dl since he had treated himself with a manual injection. The customer stated he attempted to deliver a bolus three times, but his blood glucose levels were not going down and he did not receive any alarms. He also stated that this same issue has happened a few times. Troubleshooting was declined. The product is not being returned. Nothing further was reported.